Event description:
On (B)(6) 2009, pt reported that air bubbles formed in the infusion cannula and luer lock of the infusion sets. Pt stated, after reading the infusion site management guide, she concluded that scar tissue was causing these air bubbles. Pt reported she notices these air bubbles immediately after changing the infusion set. She stated, she primes out the air bubbles each time they occur but goes through a lot of insulin to remove them. Pt reported she believed she would benefit from a longer needle or an infusion set that inserts at an angle rather than perpendicular to her skin. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.